Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days using novolog insulin. Tandem customer technical support informed customer that novolog insulin is indicated for use with tandem supplies for 3 days. The customer's blood glucose level reached 600 mg/dl due to the issue. The customer managed the high blood glucose level by administering a correction bolus via their pump and did not require third-party assistance. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin.